Event description:
Philips received a complaint from the customer that reported that the v60 ventilator was responding inaccurately. The issue occurred during patient set up. No patient or user harm was reported. A philips remote service engineer (rse) reported that the customer stated that the touchscreen was inaccurate in all areas. It was reported that the screen was clean and had no impact damage. A touchscreen calibration passed, but does not hold, and touchscreen becomes inaccurate again. The rse advised the customer to replace touchscreen to correct issue. The customer was provided with the following part ID of the touchscreen.

Manufacturer narrative:
The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.